Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third party testing and a correction to d9. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococci. Sampling from: canal distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: total cfu: 1cfu. Bacterial identification: n/a. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The device was returned to olympus for evaluation, during the evaluation it was uncovered that the acoustic lens was damaged. It was also uncovered that the glue on the charge-coupled cover lens was missing. It was observed that the glue on the bending section cover was separated. It was also observed that the universal cord was kinked. Lastly, it was observed that the angulation was less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled four times. During all four samplings, the scope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.